Manufacturer narrative:
The device has not yet returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring seal did not deploy out of the delivery tube into the aorta. No info was provided by the hosp how the procedure was completed. No pt complications were reported by the hosp.